Manufacturer narrative:
On january 05, 2023, mentor completed a visual inspection of the returned device. Device evaluation summary: visual analysis of the returned sample revealed that the breast implant was found to be ruptured. In addition, an area of shell abrasion was observed on the edges of the tear. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: rupture manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 37-year-old female patient underwent a primary breast augmentation surgery with 400cc mentor memorygel breast implants. Post-operatively, the patient experienced bilateral rupture, which was confirmed during a physical exam. As a result, the patient underwent removal and replacement with mentor memorygel xtra breast implants on (B)(6) 2022. This report is for the right implant. Refer to manufacturing report number 1645337-2022-15679 for the contralateral event.